Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on 22-apr-2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: brazil.